Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract after use. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract after use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review; was previously conducted for investigation (pr 428192-467461 cr) which disclosed the following: lot 7353647; was built on afa line 8 on 19dec2017 through 27dec2017 and packaged on line 9 for the quantity of 258,810ea. *review revealed that there were 2 qns initiated during the build of this lot: *1 qn (200725756 ¿ ¿missing inspection¿-tipped length & cut length forms) that would not impact upon the quality of the product in relation to the defect as noted in the pir. *1 qn (200725538 ¿ ¿glue outside hub caused non-retraction¿) initiated during the build of this lot that could potentially be related to the defect as stated in the pir. *other than the inspections for which 1 of the 2 qns noted above was initiated for and addressed, all other required challenge samples, set-up and in process samples including (but not limited to) retraction by button activation during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. Received one 24ga bd insyte autoguard IV catheter unit within an opened package from lot 7353647. The catheter/adapter assembly was not present on the returned unit. Observations and/or testing: visual / microscopic (test method-n/a): *the unit consisted of the needle/hub assembly with safety shield (barrel) and the protective needle cover intact. *the button was not depressed and the needle was in the out position. *there were signs of dried media present in the needle bevel and notch and in the flashback chamber. *microscopic evaluation revealed there were traces of cured adhesive at the area between the grip and back tab of the activation button. *note; the cured adhesive in this location was indication that the needle retraction failure was a result of excessive cured adhesive which was manufacturing process related. Performed functional test (needle retraction): *depressed the activation button: the cured adhesive restricted the button from depressing, therefore the needle did not retract, confirming the failure. Conclusion(s): manufacturing: *the retraction failure described in the incident report was caused by cured adhesive at the area between the grip and back tab of the activation button, which demonstrated incorrect placement of adhesive during manufacturing. *the incorrect placement of adhesive disabled the ability of the button to depress and the needle to retract. *cured adhesive in this area was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Corrective action; ccacm803 was initiated to address this known issue. Implementation of efd valves, which have replaced lee valves, was driven by this corrective action.